Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 81 mg/dl, 96 mg/dl, 113 mg/dl, 124 mg/dl, 138 mg/dl and 127 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.